Event description:
It was reported that the patient experienced an overnight hypoglycemic event of unclear cause, with a blood glucose of approximately 50 mg/dl, detected by an alert and treated with oral glucose tablets and soda, after which glucose normalized within about 30 to 45 minutes. Investigation of this case revealed no device malfunction identified based on available information. Symptoms included malaise associated with low blood glucose. Outcomes included urgent low glucose requiring prompt self-treatment without hospitalization. It was concluded that the event was consistent with hypoglycemia of undetermined etiology without evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.